Event description:
The customer reported that there was "files corruption" error message upon boot. This error prevented the system from booting to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.